Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "alarming." There was no report or evidence of illness, injury or medical treatment associated with the complaint. During the evaluation and servicing of the device, devilbiss determined the device oxygen purity was below specification, and the audible alarm was not functioning to specification due to a malfunctioning pc board. The device was serviced and now meets manufacturer specifications.